Event description:
The reporter indicated, that the surgeon implanted, a 12.6mm vticmo 12.6 implantable collamer lens of diopter -9.5/2.0/093 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a shorter length lens, due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim # (B)(4).